Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant interrogation showed high ventricular lead impedance and loss of capture. The device was reconnected with the same results. Therefore, the device was replaced.